Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6)2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4). . Plaint will be included in trending per (B)(4). .

Event description:
On (B)(6)2022, it was reported by a sales representative via phone that an ar-1588btb-ib tightrope ii btb got one tailed end of the suture stuck and surgeon was not able to insert the graft inside the patient. Surgeon cut the tightrope ii btb out and used another tightrope btb to complete the case. This was discovered during an acl reconstruction on 4/4/2022. No further issues has been reported.